Event description:
A nurse reported that the tip was not aspirating during a cataract procedure. The procedure was completed without harm to the patient. Additional information and product sample has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There was no product sample returned for evaluation. A device history record review for the lot was conducted. The product was released based on alcon¿s acceptance criteria. The root cause for the customer's complaint could not be identified as a product sample was not returned for evaluation. The manufacturer internal reference number is: (B)(4).